Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming due to lead migration. The patient underwent a lead replacement procedure and found out that the clik anchor was broken which frayed the lead.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 29039126.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming due to lead migration. The patient underwent a lead replacement procedure and found out that the clik anchor was broken which frayed the lead.

Manufacturer narrative:
Sc-8336-50 sn: (B)(4). The returned lead was analyzed and revealed that the paddle lead body was cleanly cut. No other anomalies were identified on the returned clean-cut lead. With all the available information, boston scientific concludes the reported event was confirmed. Lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief, is one of the possible risks of implanting pulse generator as part of a system to deliver spinal cord stimulation. Sc-4316 lot: (B)(4). The returned clik anchor was analyzed, passed all tests performed, and exhibited normal device characteristics.